Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent revision surgery on (B)(6) 2014 where it was noted "once the tibial component was removed, the patient was indeed found to have crushed proximal tibial bone posteriorly where the prosthesis had angulated. There was also a split anteriorly with cortical fragment more or less hinged."